Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
The doctor installed one osseospeed tx 4.0s, 9 mm dental implant in fdi position 36 on (B)(6)2018. According to the available information, the implant was lost on (B)(6) 2019 due to osteolysis. The implant was loaded since (B)(6) 2018. Photographs of opg x-rays taken before implant installation and before prosthetic restoration are available. These show nothing unusual, but the quality is not optimal. No x-ray of the implant with the crown is available. The implant has been returned and examined. It is surrounded by bone in the marginal part. No bone is present on the apical part of the implant. The amount of surrounding bone marginally is quite large. Judging by the amount of lost bone the implant loss must have caused a defect in the jaw. No information is available concerning the present status of the patient.